Event description:
According to the reporter: after around 40 pumps, a bang was heard. The device was removed from cavity and it was found that balloon exploded. New one was opened to complete procedure. Broken piece was not confirmed in cavity. No bleeding. No tissue damage. No patient harm. Operating room time: unknown.

Manufacturer narrative:
(B)(4).